Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The complaint is considered closed.

Event description:
Patient revised for loose cup and malpositioning. **update** (B)(6) 2013- patient seeking legal action. Pfs and medical records received. Pfs alleges that the patient suffers from pain, limited range of motion, and elevated metal levels. The head and liner have been added and reported.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.